Event description:
The customer tested his blood glucose using his contour meter and received a reading of 182mg/dl. He retested using another meter and received a reading of 73mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. New meter and strips were sent. Customer was asked to return his strips for evaluation.